Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The patient's home address country is (B)(6) and the event occurred while he was in (B)(6). On (B)(6) 2013, the technical support representative spoke with the patient to obtain and verify information. On (B)(6) 2012, while in (B)(6), the patient obtained the blood glucose readings of 15.7 mmol/l and 17.9 mmol/l on the reported meter before breakfast and before lunch, specific times not provided, which he claimed were inaccurately high compared to expected values. The patient's expected blood glucose readings are 8.0 mmol/l, in the morning, 9.0 mmol/l, before lunch and 10.0 mmol/l, before dinner. Based on these readings, the patient took the doses of novorapid insulin 19.0 units and 14.0 units according to his sliding scale. On that day, the patient had eaten his usual breakfast, but had not eaten any lunch. The patient also reported obtaining the readings of 18.1 mmol/l, 15.4 mmol/l and 14.8 mmol/l, on the reported meter the day of this event, times not provided. The patient reportedly borrowed another meter, and obtained the reading of 3.9 mmol/l on this second meter; however, he continued to take his increased doses of insulin based on the results obtained on the one touch verio iq meter. At an unspecified time in the afternoon, the patient experienced the symptoms of shaking, sweating, inability to stand and memory loss. While symptomatic, the patient reportedly obtained two readings of "0.0 mmol/l" on the reported meter. The reportable range for this meter is 1.1 mmol/l to 33.3 mmol/l, and it will not give a reading of "0.0 mmol/l." The patient's wife transported him to the emergency room where his blood glucose level was tested to be 3.6 mmol/l. The patient was treated with 25 mg glucose, and released from the ER one hour later. The patient was diagnosed with diabetic coma. The patient manages his diabetes with novorapid insulin taken three times per day on a sliding scale and 18.0 units lantus insulin daily. Troubleshooting revealed the patient's test strips were in good condition and within opened expiration dating. Quality control testing was performed during the call, with failing results. The meter and test strips were replaced. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hypoglycemia after taking insulin doses based on elevated meter readings, and received emergency medical attention and treatment with glucose. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up (2/27/2013)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found.

Manufacturer narrative:
Follow-up # 3 (08/30/2013)-correction and product evaluation: this supplemental report is to note a correction and provide the analysis results of the retains testing for test strips. Previously reported follow-up inadvertently referenced that retains testing did not identify any issues. The retain test strips failed the performance testing with blood and were found to be high at 100 mg/dl. A device history record for the blood glucose meter was completed and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.